Event description:
Customer received the following results: 314 mg/dl (08:19) compact plus system; 273 mg/dl (08:23) aviva system; 155 mg/dl (08:25) aviva system; 144 mg/dl (08:27) aviva system; 252 mg/dl (08:29) compact plus system; 144 mg/dl (08:30) aviva system; 125 mg/dl (08:35) compact plus system; 305 mg/dl (08:38) aviva system; 129 mg/dl (08:42) compact plus system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the compact plus system (lot number 20729743, expiration date 07/31/2012). Reference medwatch report with (B)(6) for the suspect device used in the aviva system.